Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that on (B)(6) 2023 the infusion set was removed due to leakage at the site while eating. The infusion had been used for three days. Moreover, there was no stress or pull on the tubing. No further information was available.